Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted out of range shock impedance measurements. The patient indicated there had been a few alerts in the last few months. As no other issues were noted, the patient will continue to be followed appropriately. No adverse patient effects were reported.